Manufacturer narrative:
The returned device was visually inspected and reddish material was found under the pebax. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole and scratches on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and high forces were displayed on the carto 3 system (resting 10 ablating 120 grams). The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved. This event was originally assessed as not MDR reportable because the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The device was returned to the biosense webster failure analysis lab and on (B)(6) 2017, it was discovered that there was reddish material under the pebax. This finding was not MDR reportable because if foreign material was found underneath the pebax; however, there is no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. After further analysis, a scanning electron microscope analysis was performed and results showed evidence of a hole and scratches on the surface of the pebax. This finding is MDR reportable because exposure to internal parts of the catheter poses a potential risk to the patient. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was discovered.